Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchoseal instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was returned with missing integrated cord. Visual inspection did not reveal any thermal damage or signs of melting. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found to the cut electrode. No errors were found in the logs. Additional observation related to the customer complaint: the instrument was returned with missing integrated cord.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the synchroseal instrument was not cutting/sealing properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.